Manufacturer narrative:
(B)(4). The device and accessories were sent to the philips bench for evaluation. The reported symptom was reproduced. The cables were evaluated and the issue was isolated to the worn. A new trunk cable was sent to the customer to resolve the issue. The ECG connector was replaced per the discretion of the repair personnel. The device passed all testing and was returned to the customer site. This was a malfunctioned of the trunk cable.

Event description:
The customer reported an inability to acquire v6 during a 12 lead ECG. There was no negative patient impact.